Event description:
It was reported that the user received an occlusion alert while using the ilet with an infusion set and cartridge that were on day two, and the user was advised to change the consumables immediately due to interrupted insulin delivery; the user declined guided assistance and completed the change independently. No reported symptoms. Outcomes included user education on the need to replace the infusion set and cartridge when an occlusion alert occurs and to resume insulin delivery to prevent hyperglycemia. Investigation included remote troubleshooting and education regarding occlusion response and supply replacement. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion in the infusion set or cartridge pathway, and the condition was addressed by replacing the consumables. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique or consumable-related occlusion resulting in interrupted insulin delivery.